Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated, and the ic15 circuit on printed circuit board pc1881 within the gas module was found to be broken, and with burn marks. Eval of the device logs from the time of the event confirm the reported problem, and shows that the gas module was delivering larger volumes than set. The root cause of the component failure could not be established.